Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot # - the lot number was not reported; however, it was reported that the patient recently received an urgent medical device recall on the minicap that they use for dialysis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which resulted in sepsis. The cause of the peritonitis was unknown. The patient was hospitalized for thirty-seven days for the peritonitis event. It was not reported if the patient received treatment for the event. At the time of this report, the patient outcome was unknown. The action taken with pd therapy was not reported. No additional information is available.